Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2013 where three implants were installed. The patient reported to a different surgeon with complaints of a recurrence of pain symptoms eight years after the initial procedure. The surgeon decided to remove all the implants. In (B)(6) 2021, the surgeon performed a revision where he removed all the implants using chisels as they were solidly fixed in bone and filled the explant voids with bone graft. No new hardware was added. None of the other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.